Event description:
(B)(4). I have heavy periods ,lower back pain, head aches that last for two days or more ,knee pain, abdominal pain, memory loss at times ,mood swings,tiredness, I can't stand up sometimes because of the pain , I'm very bloated I look and feel like I'm (B)(6) pregnant .